Event description:
It was reported that a patient's right ventricle leadless pacemaker (rvlp) was programmed to pacing off on (B)(6) 2023. The rvlp has been inappropriately providing pacing resulting in oversensing noted on remote monitoring. Device interrogation revealed that the rvlp was in emergency vvi (evvi) mode. The rvlp was reprogrammed to pacing off. The patient was stable before, during, and after the check.

Manufacturer narrative:
The provided information was reviewed by abbott engineering and it was confirmed that an inappropriate mode change to evvi occurred, with evidence consistent with a root cause of the lp interpreting emi as a false-positive telemetry command to change mode. As a result of this finding, abbott is performing further investigation.